Manufacturer narrative:
The analog interface (ai) printed circuit board (pcb) and the (B)(4) power supply were returned for failure investigation. The ai pcb was visually inspected and functionally tested with no anomalies observed. No fault found. There was no malfunction or product deficiency identified. The returned (B)(4) power supply was visually inspected with anomalies observed. The part was attached to the failure investigation test ventilator for analysis. The alternate current (ac) mains power was connected. The ventilator immediately began to power up even though the ventilator front panel power switch was still in the off position. When the power switch was switched to on the ventilator appeared to power up normally. However some of the voltage readings on the extended self test (est) analog data display screen were out of specification. A thorough visual inspection of the pcbs and sub-assemblies revealed no solder or manufacturing defects or visibly damaged components. The fault was isolated to an electronic component failure in the v7 and swon control circuits of the unit. The precise defective electronic component could not be isolated in this instance.

Event description:
It was reported that the 840 ventilator did not pass the breath delivery (bd) power on self-test (post) and became inoperative. A burning smell was reported. The ventilator was not in use on a patient at the time of the event.